Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior using the device, after mounting the tri-stapler, the jaws of the device did not work. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.